Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4). Concomitant device and therapy dates: handpiece device; (B)(6) 2021.

Event description:
It was reported that during assembly, it was observed that the craniotome device was stuck on the handpiece device. During in-house engineering evaluation, it was determined that the labelling on the device was illegible, the device fell apart, was difficult to assemble and disassemble and had component damage. It was further noted that the device failed pretests for visual assessment and labeling assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.